Manufacturer narrative:
(B)(4). Investigation results: according to the complainant, the suspect device has been disposed and is not available for return, so the product analysis could not be performed; however this failure likely occurred due to anatomical/procedural factors which limited the performance of the device. Therefore, the most probable root cause is operational context. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report# 3005099803-2015-01547 pertains to the first extractor pro retrieval balloon and manufacturer report# 3005099803-2015-01548 pertains to the second extractor pro retrieval balloon. It was reported to boston scientific corporation that two extractor pro retrieval balloons were used in the common bile duct during an endoscopic retrogade cholangiopancreatography (ercp) procedure performed on an unknown date. According to the complainant, during the procedure, the distal tip of the catheter came off from the device and detached inside the patient and had to be retrieved. They used a second device and the same events occurred. The procedure was completed with another extractor balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.